Manufacturer narrative:
The navio bone screw driver pfsr110164, lot 8016483 used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. Under a magnifier, cracks were observed in the weld and the insert has physically separated from the driver body. A functional evaluation was performed. The reported problem was confirmed. The pin driver was attached to the bone pin and was not able to rotate bone pin. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case and associated lot or serial number is associated with capa200070 and no further action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a navio assisted tka surgery, while driving in the first bone pins, the inner cylinder of the navio bone screw driver came out of the driver, making the pin driver not useable anymore. The procedure was completed, with a non-significant delay, using a back-up device. Patient was not harmed as a consequence of this problem.